Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, three units of prismaflex m150 sets had leaked due to a broken effluent bag. There was no patient involvement reported. When this issue was found, the user replaced the product, and a new product was used to continue the treatment. No additional information is available.